Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, after surgery, the balloon was implanted with 20 cc of fixative water but after a few hours, the balloon burst and fell out.

Event description:
According to the available information, after surgery, the balloon was implanted with 20 cc of fixative water but after a few hours, the balloon burst and fell out.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 7129999. In july, we received one used sample. After desinfection we can observed that balloon is burst without missing part. Bursting issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: -CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.